Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Batteries are bad with low voltage but battery displayed always show full voltage.